Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used in a patient for the endovascular treatment of a 38 mm diameter x 150 mm length thoracic aortic aneurysm that was previously treated using another manufacturer's stent graft system. The proximal neck was 33 mm in diameter and the distal neck is 34 mm in diameter. There was mild calcification of the left common iliac artery. The patient initially underwent total arch replacement with another manufacturer's 28mm j graft. The next day another manufacturer's stent graft was placed as elephant trunk tevar. It was reported that on the other manufacturer's stent graft was found to have migrated due to expansion of the j graft and this resulted in a type ia endoleak. A valiant device was inserted, but it had difficulty in passing through the anastomosis site of the synthetic vessel. Lasso technique was used and the valiant was implanted. Another manufacturer's 12fr sheath was inserted from the contralateral side and then a reliant balloon was advanced toward the proximal side for touch-up. The balloon was unable t o be advanced to the proximal landing zone due to strong resistance (due to incompatibility with the sheath). The balloon was stuck in the distal end of the sheath and unable to be pulled. The sheath was removed out of the patient and the balloon was removed from the sheath using force. Touch-up was performed with another manufacturer's 20fr balloon that was inserted from the ipsilateral side. No additional clinical sequelae were reported and the patient will be monitored.